Event description:
Customer reported when the alarm is in use with the patient and the nurse call option is in use, the alarm does not send an alert when pressure is removed from the sensor. Customer did not provide a date when this was discovered. No patient injuries were reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue that the nurse call is not functioning properly. Nurse call light turns on at the nurse call test fixture when it should. However, there is battery leakage residue inside battery compartment and the delay switch is at 1 second. Unit powers on and passes all functional tests. Note: instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).